Manufacturer narrative:
The customer has no further issues to report.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect na for gen.2 results. The sodium results for 11 patients were provided all of which are a reportable malfunction. The customer had replaced the pinch valve tubing and the sodium electrode on (B)(6) 2017. (B)(6). The repeat testing was performed on another analyzer. The repeat results were deemed to be correct. The initial results were not reported outside of the laboratory. There were no adverse events. The lot number and expiration date for the sodium electrode was requested but not provided. The samples were aliquoted by a pre-analytical system. The field engineering specialist found that the dilution nozzle had been contaminated. He cleaned the affected nozzle. The customer performed calibration and qc which all results passed. A historical query was performed for this site and found no past escalated complaints of this nature on any like instruments for the last 12 months. A complaint trend was also performed for the error causing part and no abnormal trend was identified.